Event description:
A review of service data detected a reportable problem. Upon investigation the trunk cable connector on electrode belt sn (B)(4) was damaged. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse events resulted from the defective electrode belt did not report any deficiencies.